Manufacturer narrative:
Continuation of d10: product ID ev240163 (evl010615v); product type: 3325-lead-hv-ev; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the clinic after receiving an inappropriate shock from the extravascular implantable cardioverter defibrillator (ev-ICD) due to electromagnetic interference (emi). In addition, several episodes of t-wave oversensing (twos) and noise were observed for the extravascular (ev) lead, along with undersensed r-waves which resulted in false pause prevention episodes noted. The patient was working under a bus as a mechanic around the time of the shock. Reprogramming was conducted and the ev-ICD and ev lead remain in use. No further patient complications have been reported as a result of this event.